Event description:
Reporter calling to inform FDA of their latex allergy. Reporter is allergic to various latex products including adhesive tape, paints, food. Recently had reaction to a generic hormonal patch following a hysterectomy. Reaction to latex includes hives, itching and redness all over. No treatment. Hormonal patch changed to a non generic brand.